Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The incision was enlarged minimally to remove & replace the lens with another model lens. No suture required.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows a portion of the optic and a haptic is torn off and missing on the lens. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.